Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump kept alarming motor error and motor position encoder error. Blood glucose was 42 mg/dl, treated by eating. Customer was attempting to bolus when alarm occurred. Current blood glucose was 165 mg/dl. Customer stated she had an MRI done the prior to call. Customer did remove the device but it was in the same room. Customer does not sure the sensor feature. Customer was able to complete the rewind the sequence. Customer was advised to discontinue use of the device and revert to back up plan. Troubleshooting for motor position encoder error was also performed. Customer stated alarm occurred couple of times. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.